Event description:
During an attempted closure of a muscular ventricular septal defect, the defect was sized by tee at 8-9mm. A 10mm amplatzer muscular vsd occluder (muscvsd) was deployed using an 8f amplatzer torqvue 180 delivery system (dtv180). When the push-pull maneuver was performed to check for stability the muscvsd slipped into the right ventricle. There was difficulty and resistance in recapturing the muscvsd into the dtv180 and in the process there was damage to the chordal apparatus of the tricuspid valve resulting in tricuspid regurgitation. The muscvsd and dtv180 sheath were removed and the decision was made to end the procedure.

Manufacturer narrative:
The 10mm muscvsd was received at sjm and decontaminated. The muscvsd was grossly and microscopically examined and no anomalies were found. The muscvsd met dimensional specifications when measured with a calibrated caliper. The muscvsd was loaded into a test 6f loader and deployed and retracted without difficulty or deformation, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.